Event description:
Customer questioned shock decision of device.

Manufacturer narrative:
(B)(4). Method: patient ECG was evaluated. Conclusion: device properly advised no shock on a non-shockable rhythm.